Event description:
It was reported that bd posiflush sp syringe exhibited restricted movement. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample was received for evaluation. The stopper is at the 6ml mark. The sample was tested for sustaining force. It measured 19.60n, which is within specification therefore failure mode was not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8145829 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8145829 during this production run. One sample was received with no sealed packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap, saline solution, the barrel label confirms the lot# 8145829. The stopper is at the 6ml mark, the sample was tested for sustaining force. It measured 19.60n, which is within specification.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ sp syringe exhibited restricted movement. No serious injury or medical intervention was reported.